Event description:
A break in the retention dome during traction removal. The indwell time was unknown. The dome portion was removed endoscopically.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. The retention dome tore away and was received separate from the ponsky non-balloon replacement tube. The dome tore along the shaft of the tube. Residual dome material completely encircled the distal end of the tube, but portions of the tube were visible were the dome was attached. It is possible that excessive force was applied during the removal of this device and that the dome material was stretched beyond its elastic limits during removal. The indwell time is unknown. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.